Manufacturer narrative:
A getinge field service engineer (fse) reported that there was a communication with the customer in which the fse was informed that the customer had made arrangements and repaired the iabp unit themselves. They have not informed the fse the source from where they have arranged it or who performed the repairs.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) had a helium leakage issue. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) had a helium leakage issue. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) had a helium leakage issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The helium leakage problem was rectified as it was due to some tubing issue which was not connected correctly . However, another problem arose with the helium cylinder icon which is not showing on display. The high pressure transducer was found to be defective for which a quotation was submitted to the customer, once the po for this issue is approved, the high pressure transducer will be replace. Additional information is being requested with regard to the po approval, repair, and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check performed by the customer that the cs100 intra-aortic balloon pump (iabp) had a helium leakage issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), h10. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.